Event description:
Attending md was placing a central line when they noticed a significant amount of air when pulled back to assure blood return. The introducer was removed and another opened and used, but the same event happened. A third introducer was used that did not result in an air leak. It was determined that the guide-wire may have disrupted the integrity of the introducer. The company representative was contacted.